Manufacturer narrative:
The device was not returned to zoll medical for evaluation. Instead, a zoll representative confirmed onsite the customer's report. The report was attributed to a faulty multifunction cable. The multifunction cable was replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.